Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of blood splatter could not be confirmed from the two photographs that were provided for investigation. The photographs only showed the unit package without the device or evidence of the reported issue. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A device history review was conducted for lot number 4004944. This lot was accepted and released without defects being noted during the final assembly or visual inspections. Complaints received for this product and condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard blood splattered during needle retraction. The following information was provided by the initial reporter: customer states that when pushing the needle to retract, the nurses are getting blood splatter. The blood is topical, so none of the nurses had to have any tests done. The nurses are wearing proper ppe.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.